Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post-implant the leadless implantable pulse generator (ipg) exhibited intermittent loss of capture. A transvenous system was implanted and the leadless ipg was reprogrammed to support pacing. No patient complications have been reported as a result of this event.